Manufacturer narrative:
Concomitant products: patient medications include lisinopril, metoprolol succinate, amoxicillin, warfarin, simvastatin, hydrochlorothiazide, aspirin, glucosamine sulfate, and multivitamins. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to persistent false lumen flow.

Event description:
On (B)(6) 2014, the patient was implanted with a conformable gore® tag® thoracic endoprosthesis (tgu282815/10858120) to treat a descending thoracic aortic aneurysm secondary to thoracoabdominal aortic dissection. The procedure included amplatzer plug occlusion of the descending thoracic aorta false lumen. Serial imaging on various post-operative dates revealed a stable aneurysm, with complete expansion of the true lumen on the distal end. The false lumen had decreased in size, however, there continued to be perfusion of the false lumen. According to the report, the proximal false lumen was not completely thrombosed, due in part to anticoagulation with coumadin. On (B)(6) 2015, the patient was implanted with an additional gore® tag® device (tgu343415/13474172) to address the perfusion of the false lumen. A self-expanding covered stent was implanted as a ¿chimney¿ to preserve the patency of the left subclavian artery. The gore® tag® device was implanted at the distal origin of the left common carotid artery. The issue was resolved, and the patient tolerated the procedure.